Manufacturer narrative:
(B)(4). The event occurred as part of the (B)(4) which is carto 3 system-guided rf ablation using the thermocool catheter versus fluoroscopy-guided rf ablation using the pulmonary vein ablation catheter (pvac) in subjects with paroxysmal atrial fibrillation.

Event description:
It was reported that the patient had pericardial fluid. No further information was provided. Upon review by the safety monitoring committee, relationship of event was updated to possibly related with device and probably related with procedure.